Event description:
It was reported that technical services (ts) was contacted by the patient's daughter regarding six shocks the patient received while on the physician's table, causing the patient to develop anxiety. Ts referred them to the clinic to discuss the incident further. The subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to inappropriate shock as the result of t-wave oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that technical services (ts) was contacted by the patient's daughter regarding six shocks the patient received while on the physician's table, causing the patient to develop anxiety. Ts referred them to the clinic to discuss the incident further. The subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to inappropriate shock as the result of t-wave oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that technical services (ts) was contacted by the patient's daughter regarding six shocks the patient received while on the physician's table, causing the patient to develop anxiety. Ts referred them to the clinic to discuss the incident further. The subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to inappropriate shock as the result of t-wave oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Correction to field h6: impact codes.